Event description:
A nurse reported the air was not coming out during fluid air exchange phase of a cataract surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One wet posterior pak was returned and visually inspected. The probe and the infusion cannula tip were not returned. The position (pos) 3 inner diameter (ID) tab of the pinch plate was broken off. When the cassette was inserted into the console, the cassette was recognized as posterior by the console. The sample primed and passed intra ocular pressure (iop) calibration successfully. However, no fluid was observed from the lpas port of the cassette to the infusion air line. The broken ID tab prevented the console the console to toggle the fluid and air valve. The root cause of the customer's complaint is related to an error in the molding process of the ID tabs to the pinch plate during manufacturing. The molding defect observed can result in unwanted stress on the ID tab during cassette ejection and can break off. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).